Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The device was evaluated by two philips technicians and no error was confirmed or duplicated. Therefore, performed no repairs or replacements.

Event description:
The customer reported that the v60 unit had a bad touchscreen. The unit was not in clinical use.